Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen. The patient¿s parent stated the cgm reading was over 30 points different from the bg reading. The patient¿s brother found the patient unresponsive at 11:00am, when the patient did not arrive at work. Patient¿s mother called the ambulance. Upon arrival, the paramedics could not awaken the patient so they administered glucose and oxygen and brought him to the hospital for further treatment. At the time of contact, the patient was feeling fine. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available. There were no reported glucose values available to search within the parkes error grid calculator.